Event description:
It was reported that the fem hd/neck impactor rpm tip was found broken. It is unknown when this happened or if there was a case involved.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The visual inspection of the returned impactor tip confirms a piece of the device is missing. The missing piece was not returned with the device. There is no lot number visible on this device. The device exhibits signs of extreme wear and use. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.